Manufacturer narrative:
Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the pulsating sensation wasn¿t determined. The rep reported that the patient was trying different programming. The pulsating sensation wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding patient's neurostimulator (ins) that was implanted for spinal pain and non-malignant pain. It was reported that patient feels pulsating sensation in his ins pocket area when he lies on that area and when he bends over. The pulsating is like a heartbeat. Patient has been using hd programming and his current hd settings for a long time. Patient usually doesn't feel stim with his hd settings, though sometimes he can feel a light tingling. Caller tried programming ld settings today but this didn't resolve the issue. Patient does not feel sensation with stim off. Palpation of ins area with stim on did not create any changes in stim. Patient does note that when the pulsating is occurring that his stimulation does feel different. Impedances taken with patient in position that causes this pulsating did not reflect any changes in impedances. (Initial check of imped did show "xxx" on all pairs with 0 except #13, which showed 2950 ohms). Caller remeasured impedances and then these values normalized. No trauma/falls were reported that could be related to this issue. Patient can turn the stim down and then this pulsating isn't felt as strongly, but then patient doesn't get the pain relief he needs when using lower voltage. The pulsating issue started in (B)(6) 2018; an exact date was not provided. They will keep an eye on the issue for now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Caller stated that after initial troubleshooting and patient had time to experience updated programming. Caller stated no changes as a result and requested advice on next steps and confirmed that patient could not turn up stimulation to get pain relief. Caller was advised to run additional impedance tests in different positions, reprogram stimulation and possibly obtain imaging to look for damaged leads and discuss next steps with the managing physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2017, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.